Manufacturer narrative:
This right ventricular (rv) lead was not successfully implanted due to damage was incurred in the electrode end. Moreover, placement difficulty was met during the procedure due to patient anatomy.

Event description:
It was reported that this ventricular (rv) lead was not successfully implanted due to damage was incurred in the electrode end. Moreover, placement difficulty was met during the procedure due to patient anatomy. The lead was neve in service. No adverse patient effects were reported.